Manufacturer narrative:
The ratcheting handle was returned to the manufacturer for evaluation. Testing found that the end cap was broken off the unit. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No parts have been returned to the manufacturer. Device manufacturing date is unavailable at the time of filing. Part not returned.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the ratcheting handle had a defect. No patient present.